Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported the end user observed, during routine testing, no display, alarm and print out of electrical test fails code #05. The fse observed the failure and isolated it to defective datasettes installed on a previous service order. The fse replaced the datasettes and that corrected the failure. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed "electrical test fails code #5". This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.